Manufacturer narrative:
Per good faith effort (gfe) response, the customer removed the nebulizer tubing and saw that the plastic port that connects it to the inhalation circuit was almost completely obstructed. Therefore, the customer removed and cleaned the port and tubing, reinstalled the port and tubing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a white residue inside the exhalation port tubing. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a white residue inside the exhalation port tubing, possibly from medication with nebulizer use at the patient outlet connection. The remote service engineer (rse) advised the customer to clean or replace the exhalation port tubing and provided the customer with the part number of the replacement tubing kit for repair.